Event description:
It was reported that a patient presented in-clinic for a unrelated, non-surgical outpatient treatment. During the treatment, the patient's implantable cardioverter defibrillator (ICD) was found to have under-sensing of a patient arrhythmia, resulting in syncope and no high voltage therapy being delivered. Cardiopulmonary resuscitation (CPR) was performed during the episode. The patient arrhythmia was successfully converted with a shock from the patient's ICD. No additional intervention was reported. The patient reported to be stable.